Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. There was no log available to download. The allegation could not be determined. The root cause could not be determined as the reported allegation was not found . No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4). Correction " a voltage test was performed, and it failed. There was no log available to download. The allegation could not be determined. The root cause could not be determined as the reported allegation was not found."

Event description:
A voltage test was performed, and it passed. A pairing test was performed, and it failed. A bin file analysis was performed and it failed due to testing incomplete for review. The allegation was confirmed. The root cause is defective transmitter.